Event description:
During PICC insertion there was difficulty advancing PICC and it coiled in the vein. After PICC insertion was aborted, the stylet was assessed and noted that there was a significant kink/bend in the stylet. FDA safety report ID# (B)(4).